Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that twice during cases, the vacuum worked fine on 10,000 cpm, but the cutter blade was not moving. There were no system advisories displayed. After the case, the customer verified the pressure pulses were coming through the front of the pneumatics module. The customer primed cassette and verified the cutter was moving. Additional information was received from the customer reporting that the posterior vitrector's were working intermittently with aspiration present. Several different probes were used of different gages and lots to trouble shoot the problem. The case was completed without patient harm.

Manufacturer narrative:
The company service representative examined the system and was unable to confirm or replicate the reported event. As preventative measures, the pneumatic module, male luer lock fitting, and female double luer connector were replaced. The system was then tested and met all product specifications. The system was manufactured on june 24, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).